Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The locator abutment was not returned. Therefore, the supplier (zest) could not perform an evaluation. DHR could not be reviewed due to no lot number provided. Photos were provided from the customer. The supplier stated that the photos could not confirm whether the fractured device was a zest product. The complaint is non-verifiable. A root cause cannot be determined.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4).

Event description:
It was reported that unknown biomet locators screw fractured in the implant. It was also reported that the implant was removed.